Event description:
It was reported that, during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument became lodged in the port and was removed during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory appeared to be properly installed. The orange area of the mcs instrument was not visible at the time of installation but became gradually more visible during the case and before the mcs tip cover accessory fell off. The case was delayed by approximately 15 to 30 minutes. The mcs tip cover accessory was retrieved and replaced by the customer. The second mcs tip cover accessory also reportedly fell inside the patient later in the procedure which was ultimately converted to a subtotal hysterectomy due to an adherent bladder. At the time of the conversion of the surgical procedure, the second mcs tip cover accessory was retrieved by the customer. The patient was discharged home the following day without any concerns.

Manufacturer narrative:
The monopolar curved scissors tip cover accessory has not been received for failure analysis evaluation. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-27620 for MDR submission of the second mcs tip cover accessory that fell inside the patient and was retrieved.